Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed a pocket of fluid over the implant site as a result of a cerebrospinal fluid leak. Subsequently on (B)(6) 2011 the patient underwent a surgical procedure to drain the fluid and seal the exposed area. The implanted device remains.